Event description:
It was reported that occlusion alarms occurred. The customer was transported by ambulance to the emergency room (ER) with a blood glucose (bg) level of 380 mg/dl, with high ketones. With medical supervision, the customer manually delivered two insulin boluses while at the hospital and was treated with intravenous fluids of saline, insulin and potassium. The customer was discharged from the ER on (B)(6), 2025, with the issue resolved and no permanent damage sustained. Reportedly, the customer changed the pump supplies and resumed insulin delivery. A system check was performed and it was determined that the pump was functioning as intended.